Event description:
56-year-old male implanted on (B)(6) 2024. At activation appointment on (B)(6) 2024, patient presented with superficial irritation and possible infection. Patient reported the issue began a week prior. Patient was prescribed a broad-spectrum antibiotic.